Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was hard to push, sticky, or sometimes unresponsive. The customer¿s blood glucose level was unknown. Customer stated that the scratches or damage on your screen and rainbow effect on screen. Customer stated that the unexplained or random no delivery alarm and rewind was slower. The insulin pump will not be returned for analysis.